Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that after catheter insertion and attempting to remove swg (spring wire guide), resistance was met. The physician then removed the swg along with the catheter and found the swg unraveled. A new kit was used successfully.

Manufacturer narrative:
(B)(4). The customer returned a guide wire and a catheter marked 4fr x 13cm on the juncture hub. A visual exam was performed and it was observed that the coils were stretched along the length of the guide wire and unraveled toward the distal end. The distal weld was missing from the coil wire. The core wire was separated near the distal end of the wire. The length of the core wire returned measured 43.2cm. It was determined that approximately 2.2cm of core wire at the distal end of the guide wire was missing. The outer diameter of the guide wire was measured and was found to be within specification. Per the catheter graphic, a 0.018" diameter guide wire must pass from catheter tip through distal extension line hub. A 0.018" diameter guide wire from lab inventory passed through the distal lumen of the catheter with no resistance. A review of the device history records (DHR) for the guide wire and catheter did not reveal any manufacturing related issues. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. (Con't) other remarks: in this case it is recommended to withdraw the catheter relative to the guide wire about 2-3cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The unraveling was due to the core wire separating 2.2cm from the distal tip. The 2.2cm piece of core wire was not returned. The distal weld and possibly some coil wire also separated and were not returned. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the damage to the guide wire and the report that resistance was met during removal, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that after catheter insertion and attempting to remove swg (spring wire guide), resistance was met. The physician then removed the swg along with the catheter and found the swg unraveled. A new kit was used successfully.